Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error. The customer states was changing out the reservoir when pump alarmed motor error and now is alarming no delivery. The customer's blood glucose was 154mg/dl at the time of incident. The customer was assisted with no delivery alarm during manual prime trouble shoot. The customer states pump alarmed no delivery after rewinding pump and reinserting reservoir into pump and ran a manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test.